Event description:
The report received from the affiliate indicated that the physician experienced difficulty withdrawing the 80 cm. Powerflexpro 10 mm. X 2 cm. Balloon catheter (bc) through the 6 fr. Non-cordis catheter sheath introducer. The physician felt resistance and it would not come out from the sheath. Therefore the physician pulled out the balloon by force, which led to the breakage of the hemostatic valve of the sheath. The procedure was finished without any more issues. The physician had performed two (2) inflations of the at the common iliac artery target lesion at eight atmospheres (8 atm.) For twenty (20) seconds during the initial inflation and at twelve (12) atm. For thirty (30) seconds during the second inflation. An ipsilateral approach was made. There was no reported patient injury. The common iliac artery lesion was reported to be: de novo, a 90% stenosis, moderately calcified, and mildly tortuous. There was no reported difficulty inserting the device through the sheath. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15705803 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
As reported, following percutaneous transluminal angioplasty, a physician experienced difficulty withdrawing a powerflexpro balloon catheter through a 6 fr. Non-cordis catheter sheath introducer. The target lesion was reported as the common iliac artery lesion which was de novo, 90% stenosed, moderately calcified, and mildly tortuous. There was no reported patient injury. An ipsilateral approach was made. The physician performed two inflations of the common iliac artery. The first inflation was at eight atmospheres for twenty seconds and at twelve atmospheres for thirty seconds during the second inflation. The physician felt resistance during withdrawal and it would not come out from the sheath. Therefore, the physician pulled out the balloon with force, which led to the breakage of the hemostatic valve of the sheath. The procedure was finished without any more issues. There was no reported difficulty inserting the device through the sheath. There was no reported difficulty removing the product from the packaging or removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The catheter was removed easily from the patient and was intact. No additional information is available. Fal: one non sterile poweflex pro 10.0mm x 2.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. Two kinks were observed in the body shaft at 7.0cm and 42.0cm from distal tip end. There were blood residues observed in the returned device. Two unknown catheter sheath introducers were received with returned device. The unknown catheters sheath introducer received present kinks at 8.0cm and 20.5cm from distal end. Dimensional analysis for od proximal seal was performed using the vernier as go ¿ no go at 2.05 mm, and the od proximal seal was found within specification since the od could pass the 2.05mm. An attempt to perform insertion/withdrawal test was done with the powerflex pro device and lab. Sample of csi avanti 6fr the balloon cross through the csi, resistance was not felt during the test and the unit passed through the csi. In addition, an attempt to perform insertion/withdrawal test was done with powerflex pro device and the two returned catheter sheath introducers the balloon cross through both csi, resistance was felt during the test due to the kinks in the body shaft observed at 20.5cm and 8.0cm from distal tip end of both csi; however the unit passed through both csi. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer of pta system withdrawal difficulty-through guide/sheath was not confirmed since withdrawal test was performed with a 6f avanti lab sample and no resistance was felt. However during the insertion withdrawal test performed with both unknown catheter sheath introducers returned, resistance was felt due to kinks in the catheter sheath introducer. It is unknown at what point these kinks occurred; however, this may have contributed to the difficulty experienced by the customer. While the analysis does describe kinks in the shaft of the balloon catheter, the event description notes that the device appeared normal during prep. The kinks may have occurred due to handling factors during packaging for return of the device. Neither the information available nor the analysis suggests that the withdrawal difficulty could be due to the manufacturing process of the device; therefore, no corrective action will be taken.